Event description:
It was reported that the usb cable was warm to the touch despite being in room-temperature conditions. Additionally, the usb cable appeared to be melted. The customer's blood glucose was 262 mg/dl. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.